Event description:
Valiant captivia stent grafts were implanted during the endovascular treatment of a 175mm thoracic dissection . It was reported 5 years later, the patient was transported to the ICU after blood pressure started to drop. A non-contrasted CT was performed which did not demonstrate any internal problem but the patents condition continued to worsen. The patient was transferred to the operating room where the chest and abdomen were opened. The physician noticed that the thoracic abdominal aorta had ruptured. The physician decided to extend the existing valiant graft distally to the level of the celiac and complete an open surgical repair on another date. It was noted that the patient's thoracic anatomy was extremely tortuous with 3 acute bends and the physician had a very difficult time getting the valiant grafts to track in the aorta. During the surgery, the physician noticed a large fenestration from the true lumen to the false. The patient's false lumen was very large and aneurysmal (size not known). The physician completed ballooning of the graft at the level of the celiac. It was reported the patient expired on the same date. It was confirmed a reliant balloon was used during the procedure. It was confirmed there was no hole in the existing valiant graft. Per the physician the entire aorta had degenerated with the false lumen expanding since implant. There were multiple fenestrations throughout the aorta. Per the physician the cause of the rupture and death are undetermined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.